Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse found no errors on startup nor when positioning the setup joint¿s (suj) through its full range of motion. There was no evidence of grinding, stickiness, or looseness when the fse manually moved the universal surgical manipulator (usm) 4 through the full range of motion and no errors were noted. The fse found no issues with the instrument clutch, the suj clutch, or the breakaway clutch. The tornado control worked properly. There was no evidence of shuddering, shaking, or drifting, even when swapping arms. The fse performed multiple instrument swaps with no issues with the guided insertion. A usm field replacement unit (fru) diagnostic test engineering (dte) was run for the two usms to confirm calibrations and functionality. All test passed with no trouble found. Based on the field evaluation, this reported event was not confirmed.

Event description:
It was reported that during a da vinci-assisted unilateral-inguinal hernia surgical procedure, intuitive surgical inc. (Isi) clinical sales representative (csr) reported the universal surgical manipulator (usm) 4 has not been acting right lately. The isi csr stated that usm 4 was not responding to guided tool change, has tremors, and will move after the surgeon has swapped arms. The procedure was completed as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: there were no issues when booting up the system. The usm 4 has been a little bit harder to control, even during in-services. The customer believes some of the floating issues intraoperatively were the surgeon letting go of the hand control when the assistant went to remove the instrument. The customer requested system to be checked.

Manufacturer narrative:
Based on the claim against the product by the customer noting the usm issue, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse called isi csr and informed the isi fse was no longer able to perform a site visit on the scheduled date due to parts availability and to reschedule the visit. The isi csr informed the isi fse that the customer had been experiencing minimal trouble with the usm4. Additional information is being gathered to determine the contribution of the device to the customer-reported issue.